Event description:
It was reported that during a cryo ablation procedure, the balloon catheter would not inflate due to a balloon breach, and blood was observed at the hub of the coaxial umbilical cable connection. The balloon was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 03617 was returned and analyzed. External visual inspection of the balloon segment showed a leak path from the outer balloon. The outer balloon proximal bond was partially detached from the catheter shaft. External visual inspection of the electrical handle segment showed the female coaxial connector was detached from rear strain relief. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 13 applications on the reported event date. The performance test could not be performed due to the coaxial connector detached issue. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed and pressurizing of the outer balloon identified the outer balloon proximal bond was leaking and detached from the shaft. In conclusion, the balloon catheter failed the returned product inspection due to a bond detachment observed at outer balloon proximal bond and the female coaxial connector detached f rom the rear strain relief. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.